Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4) the device history record for zimmer air dermatome serial number (B)(6) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) that a dermatome cut a skin graft that was too thin. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 21 may 2019 found that the device had a damaged machine head and control bar and a corroded needle bearing and eccentric shaft. Upon further evaluation, it was found that the dermatome was out of calibration at the zero, ten, and twenty settings and that the control bar was out of position. The device ran at the low end of motor speed specifications. Repair of the dermatome occurred on 31 may 2019 and involved replacing the machined head, control bar, the eccentric shaft, and multiple bearings as well as recalibrating the device. The technician then tested the dermatome and verified that it was functioning as intended. He then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that the device was out of calibration at the ten and twenty settings, had a damaged machined head and that the control bar was out of position and damaged, both issues that would prevent the dermatome from accurately taking a graft, it cannot be determined from the information provided as to what caused these failures with the device. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
The skin graft using the dermatome was too thin. Is was impossible to use. The event occurred during surgery. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.